Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer reported that the insulin pump alarmed an error and had a blank display. The blood glucose reading was 492 mg/dl, which the customer treated with a manual injection of 13 units. She declined troubleshooting for high blood glucose. She also observed a crack on the battery compartment threading. Explained to the customer that the insulin pump had experienced an unexpected restart. Advised the customer to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.